Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that at a procedure, it was observed that the r-wave on the right ventricular lead had decreased. Reprogramming was performed. Approximately 7 months later, the r-wave had noted to decrease and numerous short v-v intervals were noted. A review of the device data indicated that the patient was having more frequent premature ventricular contractions. Additional reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.